Event description:
Reporter paged and stated that earlier they had to take this unit off of a pt. All he could tell me was that the map was fluctuating like it was autolimiting. Map was set at 25cm, and would drop down to 12 and back up again. Explained to him that it sounded like it was auto limiting etc. He also said that the rt's said that the diaphram on the bellows was "sticking" and the driver was making strange noise. He doesn't have any other info than that, or any other settings. They swapped the unit out to antoher 3100b. He has a rental unit on the way since this unit is under warranty and they need another one. I informed the rental dept that this unit is a service loaner until this unit gets fixed. Explained to reporter that I would dispatch a service call for this vent when the offices open, he understood. He said that kent in biomed will have unit.

Manufacturer narrative:
On 05/31/06, we originally determined this event to be non-reportable. On 08/08/06, we rec'd a user facility medwatch report from the FDA concerning this event. Based on that medwatch report we have reversed that decision and thus we will submit a medwatch report. The viasys field service engineer evaluated the unit and determined that the root cause of the reported event was a faulty driver assembly. The viasys field service engineer replaced the affected component and ran the unit through a complete checkout to ensure it meets all factory specs. Once completed the unit was returned to the customers control ready to be placed back into service.